Event description:
It was reported that particulate matter was observed inside an empty intravia container after compounding at the customer pharmacy. The customer stated that the particulate matter appeared to be hard pieces of plastic. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.